Event description:
The guidewire was passed into the circumflex artery. This wire we passed out into the distal circumflex where it intubated a tiny side branch of the circumflex. Upon pulling the guidewire back in an effort to redirect it was noted that the radiopaque distal end of the wire had become totally detached and stationary in the side branch. It was not apparent exactly where the detachment had occurred or how long the detached segment was or whether it included any of the radiolucent portion of the wire. It was assumed that the detachment had occurred right at the distal end of the wire and the proximal end of the radiopaque tip. Wire was removed and saved for further investigation.